Event description:
It was reported that one infusor elastomeric device was observed to have ruptured during filling. It is unknown what the device was being filled with. The condition was noted prior to patient use during filling. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.